Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip, scratched lcd window, scratched case and missing end cap sticker noted.

Event description:
It was reported that the insulin was squirting out the quick release when priming. Customer stated that the drive support cap is protruded. Unable to exit the rewind process. The insulin pump alarmed during the prime process. Advised customer that the insulin pump will be replaced. The blood glucose reading is 78 mg/dl. Nothing further reported.